Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act, and the up and down buttons were difficult to press. Customer's blood glucose was unknown. Customer also reported to have been taken to the hospital via paramedics on (B)(6) 2016. Customer had blood glucose of 30 mg/dl. Customer was treated with glucose and was later released when blood glucose was stabilized. Customer was wearing insulin pump at the time of hospitalization.